Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) was returned to the distributor for evaluation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor- 8/14/2012, electrode belt-8/17/2010.

Event description:
A us distributor contacted zoll to report that a patient's doctor was alleging that the lifevest did not treat the patient during a treatable arrhythmia on (B)(6) 2021. It was reported that the patient was in vt, however the lifevest did not treat them and ems had to deliver an external defibrillation. Review of the patient's download data revealed that on (B)(6) 2021 from approximately 10:14:40 to 11:24:41, the patient's rhythm was vt at 150 bpm. The lifevest correctly detected the arrhythmia, however throughout the arrhythmia detections, the response buttons were being pressed. At 11:29:40 on (B)(6) 2021, the patient received a non-lifevest defibrillation while the patient's rhythm was vt at 150 bpm. The post-shock rhythm was sinus bradycardia at 50 bpm. It is not known who was pressing the response buttons. The patient was taken to the hospital after the event. There is no indication of any death or serious injury associated with the event. Reporting this event out of an abundance of caution as it's not known who was pressing the response buttons during the event.